Manufacturer narrative:
The field service representative (fsr) determined that the event was caused by a stuck sample probe and salt in the ion-selective electrode (ise) heat block. They then adjusted the sample probe and cleaned the heat block. A 21-cup precision check was performed with acceptable results. The investigation reviewed the last calibration performed on (B)(6) 2023 and (B)(6) 2023; the results were within specifications. The investigation reviewed the qc data; the qc was within -2 standard deviations (sd). There is no indication of a performance issue with the reagent. The investigation reviewed the alarm trace; an "inc. Bath water level sensor" alarm was noted. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The glucose reagent lot number is 707366. The expiration date was requested but not provided. The potassium electrode lot number is u76 with an expiration date of 18-may-2024. The field service engineer (fse) inspected the module. The fse stated that the customer found the sample probe stuck in the up position and they also found salt in the ion-selective electrode (ise) heat block. The customer adjusted the sample probe cleaned the heat block. The customer performed a 21-cup precision check with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect k for gen.2 and gluc hk gen.3 (glucose) results from one patient sample tested on the cobas 6000 c 501 (ul) v. The initial results were reported outside of the laboratory. The potassium result was auto-released from their laboratory information system (lis). The initial potassium result was not corrected for several days until a clinician called to inquire about it. The glucose result was flagged prompting the rerun of the patient sample. The initial potassium result was 2.8 mmol/l. The repeat result was 4.8 mmol/l. The initial glucose result was 3 mg/dl with a data flag. The repeat result was 105 mg/dl. The repeat results were deemed correct.